Event description:
It was reported that the vns patient passed away on (B)(6) 2014. The patient was experiencing chest pain the night before his death but did not go to the hospital. The patient was found dead on his bed the morninig of (B)(6) 2014. The death certificate listed that caused of death as cardiac arrest due to acute myocardial infarction. The patient was buried with his device so no analysis can be performed. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was reported that the patient had pre-existing cardiac issues and was 5'8" tall and over 300 pounds. The physician reported that the cause of death was not related to vns.

Manufacturer narrative:
Cyberonics, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that cyberonics has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA.